Event description:
It was reported the patient experienced ineffective stimulation due to high impedance on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.